Manufacturer narrative:
Initial and final (B)(4) device 4 of 8.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced adhesive issue event on 25-feb-2026. It was stated that the patient ripped off the adhesive. No further information available.